Manufacturer narrative:
The returned piece of suture was 7 1/2" with an additional 2" frayed segment extending beyond the partially cut end. One end of the suture appeared to be partially cut which resulted in a 2" frayed segment. The opposite end was blunt with a slight curl & was characteristic of knot breakage. At 1 1/2" from the broken end was some deformation damage which appeared to be from the suture being wrapped around a structure (probably as leverage for pulling & tightening a knot).

Event description:
International affiliate reports that suture broke during an unspecified surgical procedure. There are no reported adverse consequence to the pt related to this event.